Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster device referenced in describe event or problem and concomitant medical products is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in a saphenous vein graft (svg) to the obtuse marginal (om) coronary artery. A 3.5 x 16 mm rx graftmaster covered stent was deployed at 14 atmospheres (atm) and a 3.5 x 19 mm rx graftmaster covered stent was deployed at 17 atm. While it was reported that use of both graftmaster devices did not cause or contribute to complications or adverse events, the perforation was not sealed and the patient experienced no re-flow (occlusion), had prolonged cardiopulmonary resuscitation, and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of occlusion and death as listed are known patient effects that may be associated with use of a coronary stent in native coronary arteries. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.